Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] page. He wanted to report two 3100a "failures". I called him back and he explained that one "failed" on a patient and another vent "failed" during the evaluation of duplicating the original complaint. He doesn't know the settings, but he stated that there was a circuit disconnect, the driver stopped, and no alarms". The patient incident happened. I asked him for the reason it has taken so long to report that incident to us. He stated that he doesn't know why no one has contacted us. Risk management sequestered the vent pending their evaluation. Risk management evaluated their second 3100a last night. They only have these two 3100as at their facility. They found that after "disconnecting different tubing", they could reproduce the incident in which no alarms would occur. I asked him for the settings. He said that he didn't know. He stated that he believes that risk management will be calling us requesting a service dispatch. He asked if the 3100a had any software updates that perhaps they did not receive. I explained to him that there is no software installed in the 3100a ventilators".

Manufacturer narrative:
Cardinal health sent a fax to the user facility seeking additional information concerning the reported event. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility repetitive. Cardinal health is working through their tech support department in order to get the user facility to release the device for evaluation.